Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitor right ventricular (rv) lead exhibited high, out-of-range (oor) shock impedance (>125 ohms). Boston scientific technical services (ts) reviewed the impedance measurement data and determined it did not indicate a lead fracture, but rather a possible change in the patient's condition. The rise in impedance measurements has been slow and now steady. Additional information indicates that the patient will continue to be monitored. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received indicating that this device was explanted and replaced. The explanted device was returned for analysis. No adverse patient effects were reported.